Event description:
Customer reported that she has been experiencing high blood glucose. Customer stated she has changed the infusion set and reservoir but she was still running high. Current blood glucose value is 423 mg/dl; not treated yet. She did not contact her doctor; she does not have a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Customer was able to rewind and perform manual prime. No insulin leak found. Time, date, basal rates and bolus wizard are set up correctly. The insulin pump passed the high pressure test. Customer removed the infusion set and the cannula was bent. Customer was advised to change the entire infusion set and reservoir. The auto off alarm goes off every morning; customer requested it to be adjusted to 8 hours. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.